Event description:
It was reported that the patient was in a car accident and complained of intermittent shocking after. It was stated that the device was replaced and the shocking resolved. The reporter stated that there was no patient injury associated with this event. Patient recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was stated the ins was functionally okay with insignificant anomalies. It was noted the device passed 100 hours of long term monitor testing as well.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.